Manufacturer narrative:
Evaluation: still under investigation.

Event description:
During aaa repair in 2008, the flex main body graft was placed per cook's instructions for use. As the graft was being unsheathed, when the sheath passed over the gold markers as the proximal end of the graft, one of the gold markers came off and floated/swirled downward landing inferior to the renal arteries and above the aortic bifurcation.